Event description:
Information received indicates the brake is not holding. Casters will lock but continue to swivel from side to side.

Manufacturer narrative:
The technician replaced the casters and installed a brake steer upgrade kit to repair the stretcher.